Event description:
The customer reported that the monitor did not have sound.

Manufacturer narrative:
The customer reported that the monitor did not have sound. The biomedical engineer stated that the issue was found during testing in the biomed shop before the device was given to the staff for monitoring. The audio failure (speaker failure) was found during the self test before being put into use. However, a speaker failure could occur during normal monitoring. The biomed exchanged the speaker with a good speaker and that resolved the issue. No further investigation or action is warranted. (B) (4).